Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. Circulating water did not cool during inspection. The chiller pump replacement needs to be performed. Replaced chiller pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the circulating water did not cool during inspection in an arctic sun device. Per review of wo on 13mar2024, there was no patient involvement. Per follow up information received via email on 14mar2024, the device will be sent in for a bd-approved facility for evaluation. The issue was not resolved yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the circulating water did not cool during inspection in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via email on 14mar2024, the device will be sent in for a bd-approved facility for evaluation. The issue was not resolved yet.